Event description:
The customer reported that during a corpus vitreous bleeding procedure, the surgeon had fired approx 15-20 shots and titrated the effect to obtain a sufficient effect when the laser stopped firing. He noticed there was an error message. The surgeon re-started the laser and try to complete the procedure, but there was no response from the laser, and no error message. The pt was sent to another hosp to complete the operation. The surgeon stated the pt did not experience any harm.

Manufacturer narrative:
The customer service rep checked the system and could not duplicate the error code. The footswitch was replaced for diagnostic purposes. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.